Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An assisted automated peritoneal dialysis (aapd) patient experienced cloudy effluent. The cause and treatment of the event were not reported. One day after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Pd therapy was temporarily discontinued. No additional information was provided as the reporter declined follow up.